Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, patient was revised due to wear of the monoblock tibia prosthesis. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#:ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no abnormal radiolucency or evidence of implant loosening with eccentric polyethylene wear noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.